Manufacturer narrative:
(B)(4).

Event description:
New information indicated that chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2016. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation and presented to the clinic. Upon interrogation, the left ventricular lead exhibited loss of capture in all vectors. The lead was programmed off. An x-ray was performed and the patient was discharged home. No further information was available.